Event description:
It was reported that a lead revision was being performed and that the lead moved. It was noted that the system was being replaced with the MRI compatible system. It was noted that the anchors could not be found when removing the old leads. It was noted that one of the contacts 3 millimeters from the distal one was left in the subcutaneous close to the pocket. It was noted that no wires only the contact itself was left in. Additional information received reported that the patient went to the health care professional (hcp) due to inadequate stimulation coverage. It was noted that an x-ray confirmed that the leads needed to be repositioned to cover the patient¿s left hip, buttock, and leg pain. It was noted that the removal of the old implant resulted in contact shearing on one of the leads. It was noted that all attempts were made to recover the electrode from the subcutaneous tissue near the device pocket. It was noted that the electrode was left where it was and was confirmed with x-ray. It was noted that a new system was implanted and the patient reported successful stimulation and pain control. It was noted that the patient was scheduled for a post-operative visit at the end of the month.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID neu_unknown, lot# unknown; product type unknown product ID neu_unknown, lot# unknown; product type unknown. (B)(4).

Manufacturer narrative:
(B)(4).